Manufacturer narrative:
(B)(4) . The complaint device was not returned, however the reported event was confirmed. The device was discarded at the time of the event, but a picture was provided of the device for evaluation and confirmed the instrument fracture. A device history record review was unable to be performed as the lot number of the device involved in the event is unknown. A review of the complaint history determined that no further action is required. A root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It is reported that the drill broke at the shaft when the surgeon was drilling a hole in the glenoid. Fractured pieces of the device fell into the patient and required retrieval. All pieces were removed and the surgery was completed successfully. No additional patient consequences were reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Device was received for evaluation. Visual (fracture analysis) examination of the drill bit's fracture surfaces suggest possible torsional overload fractures, possibly initiating from damaged areas resulting from contact with another hard object.DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Lot # 840480. Date returned to manufacturer : aug 16, 2017. Device manufacture date: oct 8, 2014.